Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited noise resulting in inappropriate automatic mode switch episodes. No patient symptoms were reported. The device was reprogrammed and the patient would be monitored.